Manufacturer narrative:
The evercross dilatation catheter was received for evaluation. No ancillary devices or cine images from the procedure were received with the device. The evercross catheter was received with the balloon in a post-inflated profile; not tightly wrapped or winged. A 10 cc air filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed with air: no debris or liquid was observed exiting the distal tip of the catheter. A 10 cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal tip of the catheter. A 0.035¿ guidewire was loaded with ease through the distal tip of the catheter. A 10 cc water filled syringe was attached to the inflation lumen luer lock of the y-manifold. The balloon was inflated and a pinhole was detected at the distal end of the balloon chamber.

Event description:
It was report that the physician was attempting to treat the patient at the right, mid superficial femoral artery(sfa) using an evercross balloon. The target lesion type was described as calcified with moderate tortuosity, moderate calcification and 80 - 90% stenosis. The artery diameter was reported as 5 mm and the lesion length was 30 mm. No issues were noted with evercross balloon prior to use. The IFU was followed. It was reported that a balloon leak was noted on first inflation at 6 atm. It was reported that contrast was noted outside balloon. Balloon was not able to hold pressure. A second pta balloon was used to complete treatment. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.